Manufacturer narrative:
You can adjust the auto-off alarm setting (the default value is pre-set to 12 hrs, but can be set anywhere from 5 hours to 24 hours, or off)." The product has been returned for evaluation for the auto-off alarm. Should new relevant information become available a supplemental report will be submitted.

Event description:
It was reported by the contact that the customer received multiple alarms that interrupted insulin delivery. Tandem technical support reviewed the t:connect history and found that an auto-off alarm occurred. As the alarm occurred prior to contacting tandem technical support, troubleshooting to determine a possible cause of the alarm was unable to be performed. There was no reported impact to the customer's blood glucose level due to the auto-off-alarm.